Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium tubing assembly, valve fitting, cart interface spacer, and the 9v batteries due to expiration. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) leaked helium at a fast rate. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium tubing assembly, valve fitting, cart interface spacer, and the 9v batteries due to expiration. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) leaked helium at a fast rate. There was no patient involvement, and no adverse event reported.

Event description:
N/a.